Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device is sometimes unusable. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device on site and did not observe any malfunction; however, it was noted that the customer required instruction on device operation which was provided. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was using error. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device is sometimes unusable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.